Event description:
As reported by the edwards field clinical specialist, after a transfemoral tavr procedure, and upon removal of the sheath, a dissection in the common iliac artery was noted. The physician then deployed a zilver 635 8mm x 80mm stent. Initially the physician used a percutaneous approach and subsequently passed dilators of 12f, 18f, 22f, 23f and the edwards 22f sheath. There was no resistance upon insertion of each dilator or the sheath. After insertion of the sheath both bav and valve deployment occurred successfully. Upon sheath removal, the physician passed a wire up and over from the left common iliac into the right common iliac, down into the external iliac. Once the sheath was removed, an angiogram was taken that demonstrated a dissection in the common iliac artery. Post stent deployment the next angio demonstrated the dissection had resolved; however there was still a small dissection distal to the stent. They physician ballooned the dissection two times and decided to leave the flap to heal naturally. The patient¿s access vessel minimum luminal diameter (mld) was not reported; however, per report, the vessel was mildly calcified, with no tortuosity. It was also noted that the physician knew prior to the case that the iliacs might need intervention post procedure due to size.

Manufacturer narrative:
According to the instructions for use (IFU), cardiovascular complications, including perforation or dissection of vessels which may require intervention, are potential adverse events associated with the transfemoral transcatheter aortic valve replacement procedure. According to literature review, and as documented in a technical summary, vascular complications are a well recognized complication of the transfemoral tavr procedure in this elderly population with multiple co-morbidities. Edwards has reviewed many reports, including screening data records and source documentation of vascular complications and has found that the root cause is typically related to a combination of vessel size, tortuosity and calcifications. Although the incidence is decreasing with smaller sheath/delivery system sizes and physician experience, there will continue to be cases in which vascular complications will occur. The thv physician training manuals instruct on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. The training manual instructs the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators. It also notes that calcification may reduce lumen diameter and limit or prevent transfemoral passage of the devices. The IFU contraindicates patients with ilio-femoral vessel characteristics that would preclude safe placement of sheaths such as severe obstructive calcification or severe tortuosity. Pre-procedure screening and assessment of the femoral/iliac artery internal diameters will enable the clinician to determine if the sapien valve can be delivered transfemorally. Assessment of location and amount of circumferential calcium will aid in determining areas of reduced vessel diameters. The operators are trained to measure minimum vessel diameter taking calcium into account. The physician training manual also lists the minimum recommended vessel size for each size device. Despite the best screening tools, a small percentage of patients will have femoral/iliac vessels that are not amenable to the trans-femoral approach or where increased resistance is encountered during insertion of devices. In many cases, the vessel minimum luminal diameter (mld) may be borderline or below the indicated size. In addition, significant calcification and/or tortuosity, not always appreciable on imaging, could be contributing factors to the event. The minimum required vessel diameter for a 22fr sheath is 7mm. Although the cause for the event cannot be confirmed, and the mld was not provided, it was noted that the physician knew an intervention might be needed due to the vessel size. It appears that the event was due to a less than adequate vessel size for the sheath size used. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.